Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device, interaction with associative devices, anatomy, calcification and tortuosity, excessive applied pressure, or insufficient prep. It should be noted that the warning section of the mini vision's IFU warns that there are increased risks of using the sds in, "patients who have experienced a recent acute myocardial infarction." Without a returned device to examine, no conclusive root cause for the reported rupture can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with moderate tortuosity, no calcification and 90% stenosis. This was an acute myocardial infarction (ami) case. The mini vision stent delivery system (sds) balloon ruptured on the first inflation, at 8 atm. Another balloon was post-dilated and the stent implant was implanted. A pinhole rupture was noted. There was no effect to the patient. No additional event or patient information is available.